Event description:
In (B)(6) 2009, during a review of our records, discovered revision surgery had been done. Patient history: it was reported the patient had bilateral tmj devices implanted on (B)(6) 1995. On (B)(6) 2006, pt presented with limited range of motion. Preoperative films showed the possibility of heterotopic bone formation around the right prosthesis. Removed the foassa implant, where it was apparent there was a very extensive shelf of bone growing down from the base of the skull along the medial surface of the mandible. Removed the mandibular prosthesis, it was apparent that there was heavy bony fusion of the top portion of the ramus to this extensive portion of the heterotopic bone on the medial surface.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. See reports 1032347-2009-00049 to 52, all for the same patient.